Event description:
It was reported that bd us cathena 18gx1.25in straight bc safety shield activation failed it was reported by customer that on (B)(6) 2024 ¿ed leadership learned from rn staff that the safety shield on the 18 g bd cathena 1.25¿ safety IV catheter may not properly engage on the IV catheter at time of insertion. Therefore, the needle may pull through the safety shield leaving the contaminated needle point exposed and increasing risk for needlestick injury. Verbatim#: rcc received a complaint via email. Email(s) attached. I called the customer service line today to file a complaint regarding the bd cathena 18g 1.25 IV catheter. I am also emailing, hoping for immediate review/investigation secondary to high risk for staff injury. Details of the device failure are attached. S: on july 1, 2024 ¿ed leadership learned from rn staff that the safety shield on the 18 g bd cathena 1.25¿ safety IV catheter may not properly engage on the IV catheter at time of insertion. Therefore, the needle may pull through the safety shield leaving the contaminated needle point exposed and increasing risk for needlestick injury. B: th-gr op and ip care areas transitioned to the bd cathena in spring of 2024 with education completed in february. Rns to continue to report device failures at time of discovery to leadership for follow-up. A: all lot numbers of the 18g catheter currently stocked in ed have been assessed for device failure and we are unable to duplicate the failure. ¿ despite these findings, a product failure complaint was submitted and investigation of the device is underway with bd as of 7/2/2024. R: all clinical areas: although, we think the device failure is unique to the 18g catheter, all clinicians are to handle the bd cathena catheters with extreme caution. Follow these steps in the event of device failure: ¿ if the white safety shield does not engage/cover the end of the exposed needle or falls off: save the white safety shield that has fallen off and the IV catheter package and report to leadership immediately. ¿ leadership to baggie white safety shield and IV catheter package and email xx or yy one of us will pick up and ship to bd for product failure investigation.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Cancel MDR - duplicate to (B)(4).